Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown; however, the mechanisms described about likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received that the patient also had an annular rupture.

Manufacturer narrative:
Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. As indicated in the training manuals, the orientation of the thv is critical and depends on the approach or type of procedure designated. For a transfemoral implantation in aortic position, the thv needs to be oriented with the inflow (outer skirt) of the thv towards the distal tapered tip (balloon tip). As per IFU, it states to place the thv and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the thv 2¿3 mm distal to the blue balloon shaft (in the valve crimp section) of the delivery system with the inflow of the thv towards the distal end of the delivery system. The IFU also states: the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer skirt end) of the thv should be oriented distally towards the tapered tip to prevent the risk of severe patient harm. In this case, procedural errors caused the event. The valve was crimped on the delivery system and implanted in the patient in the incorrect orientation causing immediate hemodynamic compromise and subsequent death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review.

Event description:
As reported by an affiliate in (B)(4), after the implant of a 23 mm sapien 3 valve in the aortic position by tf approach, the valve did not work properly. Patient received a prolonged cardiac massage due to hypotension and heart failure but expired. As per image received, the valve was crimped and implanted in an incorrect orientation.